Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.this medwatch is for the aviva system 2. Please reference medwatch with patient identifier (B)(6) for the aviva system 1.

Event description:
Customer reported he received the following results with 2 different vials of test strips and the same meter within 4 minutes: 180 mg/dl (aviva system 1) and 97 mg/dl (aviva system 2). No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.